Event description:
It was reported that during an unk procedure, the handpiece received an overtemperature error. The handpiece was exchanged with another handpiece and the case was completed with no pt consequence.